Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two cannulated screwdriver tips broke during insertion of 2.5 mm headless short-thread screws. All debris was removed, the patient experienced no consequences or impact, and the procedure was not delayed. Attempts have been made and no further information has been provided.